Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, from the following investigation results, it was confirmed that the debris of the brush came out from the instrument channel, so the reported event may have been caused by brush debris, wear, etc. During reprocessing. Brush debris came out of the instrument channel. Olympus medical systems corp. (Omsc) confirmed that the device met the specifications and was shipped. The instruction manual states a warning about impacting the distal end of the insertion section. Therefore, omsc decided that the reported event could be prevented. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus for repair due to a stack of channels near the instrument channel port. Olympus then inspected the device at the service department of (B)(4) and found that the debris of the cleaning brush was stuck on the instrument channel tube of the control unit, and foreign material came out from the distal end. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The bending section rubber was worn and the adhesive was peeled off. The insertion tube was dented and wrinkled. The user did not report whether the device with foreign material stuck in the instrument channel was used for the procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.